Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Three days after the sensor was inserted, the patient noticed itching and drainage/moisture under the sensor patch. Once the sensor was removed, she noticed inflammation at the insertion site and red skin marks the size of the sensor patch. The reaction then extended beyond the patch perimeter on her abdomen all the way up to her chest with itching and large red skin marks on her chest. She saw her dermatologist several weeks later on (B)(6) 2021, and was prescribed clobetasol propionate cream (topical steroid) and anionische hydrophile cream (moisturizer) for the abdomen and chest. The dermatologist also suggested that she should not wear any further sensors. No additional patient or event information is available.